Manufacturer narrative:
The reported event was confirmed cause unknown. Two photos were received for evaluation. The first photo was of the packaging with the lot number ngkt0324. The second photo was of a hole at the blue anti reflux valve connects to the main part of the tube. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a nasogastric tube, they thought it was manufactured with a hole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a nasogastric tube, they thought it was manufactured with a hole.